Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up with what appear to be noise on the right ventricular lead but that was in fact myopotential oversensing. The physician was aware of the issue and did not want to make any changes. Patient was stable.